Event description:
It was reported that the patient had been to the hospital emergency room with hyperglycemia. The patient's blood glucose levels reached over 250 mg/dl. The patient reports having nausea and feeling weak. The patient reports receiving a communication alarm while trying to activate a new pod. The patient was unable to apply a new pod as they did not have any left. Once at the hospital emergency room the patient was treated with intravenous fluids as well as insulin. The patient was at the hospital emergency room for 3 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospital emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.